Event description:
It was further clarified that the troubleshooting performed was having checked the catheter by pulling out clear liquids and there did not seem to be any obstruction in the catheter. The patient seemed to be okay but had a small increase in spasticity. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2014 the patient attended a pump refill and reported feeling well. The pump was emptied of 4.5 ml of clear 'liquor' compared with the expected reservoir volume (erv) of 3.8 ml. There was report of hard stools after starting taking the tablets at night. He reported drinking sufficiently. The patient was to make an appointment with the general practitioner. On (B)(6) 2015 the patient attended a pump refill. The patient was well and did not want the daily dose to be increased. The pump was emptied of 9 ml of clear liquid and the erv was 2.9 ml. Reportedly, the clinic responsible contacted and it was noted that ¿at the next fillings that the difference was not that great.¿ the pump was filled with 40 ml of baclofen. A new appointment was made and set for the day before the alarm date. Later, the patient experienced a little more spasticietet¿ and underdose symptoms in periods but not all the time. Filling difficulties were further reported with this pump. The pump was refilled but could only be filled with 32 milliliters (ml) in the 40 ml reservoir. A volume discrepancy was also noted as the erv was 2.9 ml and the actual reservoir volume (arv) was 6 ml. The issue was not resolved and the cause was undetermined. No action was taken but was planned as the patient was to be seen in the outpatient clinic ¿next¿ week. At the time of the report the patient's status was reported as alive-no injury. This device system delivered compounded baclofen. Additional information was requested to clarify the patient symptoms, interventions and troubleshooting, and the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).